Manufacturer narrative:
Pt info requested and all available info is included.

Event description:
Customer reported a check valve failure in an isolation room. Equipment was bagged and sent to sterile supply who was to send to bio med. The set was not located and the failure could not be verified. Customer stated no info is available. Set was not retained by the customer and not identified. Follow up report will be filed if new info received.